Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drips of insulin exiting the infusion tubing or the cartridge tubing during the load fill tubing sequence after 30 units had been delivered. A cartridge change was performed to resolve the issue. Additionally, the customer reported experiencing an elevated blood glucose (bg) level of 275 mg/dl due to an unknown cause. A manual injection was administered to address the bg level.